Event description:
It was reported that the intraocular lens (iol) was explanted from the right eye due to anisometropia; another lens was implanted. No further information was provided.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer. Visual inspection revealed that the lens was cut in half. Lens was inspected under microscope at 10x and it was found with stains, particles and fibers adhered to both sides of optic body compatible with handling lens in an unsterile environment. Diopter verification was not performed due to the condition of the returned lens. Manufacturing record review was within specifications without deviations or non-conformances.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.